Event description:
It was reported that the patient experienced phrenic nerve stimulation due to left ventricular lead pacing. The lead was reprogrammed and remains in use. The patient was enrolled in the optilink hf clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d234trk, bi-ventricular defibrillator: (B)(6) 2011; a 407652 implantable pacing lead: (B)(6) 2011; a 694765 implantable tachy lead: (B)(6) 2011. (B)(4).